Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that when the vizigo¿ was opened, the ¿hemostatic stool was broken¿, so it was replaced. The issue was resolved by changing the sheath to another one. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this was assessed as a MDR reportable hemostatic valve malfunction.

Manufacturer narrative:
(B)(4). (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on (B)(6)2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that when the vizigo¿ was opened, the ¿hemostatic stool was broken¿, so it was replaced. The issue was resolved by changing the sheath to another one. The procedure was completed without patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was detached (the valve was not returned and no evidence of dislodgement inside the hub was found), the brim cap and silicone ring were found in normal condition. The dilator was found in normal condition. Microscopic examination showed that the silicone ring was placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was not returned. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment however, this cannot be conclusively determined. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ a device history record (DHR) was performed for the finished device 00001699 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Additional information was received on (B)(6) 2022. It was reported that specifically, the section that broke was the valve. The hemostasis valve (gasket) did not break into two or more separate pieces. Additional information was received on (B)(6)-2022. It was reported that after inserted into the patient¿s body, because the blood was reversed, it was replaced with a new one. It was probably damaged when the package was opened. This occurred when retrograde blood was confirmed after insertion into the patient¿s body. Additional information was received on (B)(6)-2022. It was reported that the hemostatic valve probably became detached from the sheath but it is unknown. Air did not enter the patient. The event did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the amount of blood lost was a few drops but the exact amount is unknown. On (B)(6) 2022, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)